Manufacturer narrative:
As received, the device was unable to communicate with the programmer. An evaluation of the battery was performed after the device cut open for further analysis. The battery voltage had reached normal elective replacement indicator (eri) level. The testing performed after the battery was replaced, verified device functionality under normal conditions. A longevity calculation was performed based on the available programmed parameters and usage information and was found to be within the expected limits. Additional testing was performed to verify functionality of the telemetry in field conditions by reducing the battery level. Test results indicated loss of telemetry at eri battery levels. The (u2) combo integrated circuit (ic) component on the electronic circuit board was identified as the cause of the telemetry issue.

Manufacturer narrative:
(B)(6) 2005, exact date unknown.

Event description:
The device was unable to be interrogated. The patient was in stable condition and awaiting explant.

Event description:
Additional information confirmed the device was explanted and replaced.